Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet which resulted in the pump shutting down. Customer's blood glucose level was 88 mg/dl. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter.